Event description:
As reported via the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure, post deployment of the edwards sapien valve, after post dilation of the valve, the patient had st and heart rhythm changes. The patient was shocked multiple times and CPR was initiated. It was thought that there was a coronary obstruction and a coronary stent was placed in the left main. The patient stabilized and then began to decompensate constituted with a drop in hemoglobin levels. No internal bleeding was detected. Abdominal distension was noted and the physicians performed a laparatomy in order to relieve pressure. The patient expired one day later. According to the case summary, a 23 mm sapien valve was deployed in a 60:40 aortic position within an annulus measuring 20-21 mm. A 2-3+ paravalvular leak (pvl) was noted after deployment. A decision was made to post dilate with 1cc added. The pvl reduced to a degree of 1+. After post dilation, st changes occurred and a guide catheter was introduced into the left main artery to check the flow. Following guide catheter introduction, the patient's rhythm changed to ventricular fibrillation. The patient was shocked multiple times and CPR was initiated. The sheath was removed from the apex and a coronary stent was placed in the left main. The patient was stabilized. However, the patient began to decompensate and multiple contrast injections were done to check for internal bleeding. No bleeding was noticed. The physician team decided to perform a laparotomy to relieve abdominal pressure due to abdominal distension. The patient was transferred to the ICU and expired one day later.

Manufacturer narrative:
Investigation for the coronary occlusion, cardiovascular collapse and the exact cause of the patient's death is in process.

Manufacturer narrative:
Additional information was received indicating that the cause of death listed on the patient's death certificate was ventricular fibrillation. This patient was noted to have bulky calcification of the native valve and leaflets and severe mitral annular calcification. At the time of the tavr procedure, prior to deployment, the first sapien valve was positioned and deployed in the 60:40 aortic position. The image intensifier angle and coaxial alignment of the delivery system and valve were reported to be good. During deployment, ventilation was held and, there was no loss of pacing capture. According to the instructions for use (IFU), complications associated with the use of bioprosthetic heart valves include potential coronary obstruction due to severe bulky calcification. The IFU instructs the operator to evaluate the height between the inferior aspect of the annulus and the inferior aspects of the lowest coronary ostium for subsequent prosthetic aortic valve implantation. In addition post tavr the operator is instructed to perform a supra-aortic angiogram to evaluate device performance and coronary patency. The IFU also states that arrhythmias, such as procedural ventricular fibrillation, are known potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. The tavr patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. As a result, factors such as arrhythmias leading to cardiovascular collapse can occur in patients undergoing tavr procedures. The mortality rate from cardiovascular collapse is high in this patient population. In this case, the exact cause of the reported event is not available. However, there are multiple potential causes for the reported coronary obstruction event, including the presence of bulky aortic valve calcification, along with other patient and procedural factors that caused or contributed to the calcium shift into the left main. There is no documentation of device malfunction from the available source documents. Since there is no allegation of device malfunction, labeling issues, and no additional patient medical records, no further investigational activities can be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for successful use of the device. No corrective or preventive actions are required.